Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead (with one ra and two rv electrodes) due to non-function. A spectranetics lld lead locking device (lld) was inserted into the ra electrode, and cook medical bulldog lead extenders on the rv electrodes to provide traction from the groin. Beginning with a spectranetics 14f glidelight laser sheath and cook medical 11f evolution shortie, progress was made towards the innominate. Switching to a spectranetics 16f glidelight laser sheath, the lead tip was freed from the heart. Advancement was successful to the ra electrode, when the lld and lead insulation came off. Using the 16f glidelight, no further progress could be made; therefore, switched to a cook medical 13f evolution, and the lead was removed. After extraction, the patient¿s blood pressure dropped, and cardiac tamponade was detected, and suspected an ra perforation. Rescue efforts began, including pericardiocentesis, which stabilized the patient, and the patient survived the procedure. This report captures the 16f glidelight device in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B7) other relevant medical history - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.